Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room (ER), and subsequently hospitalized due to an elevated blood glucose (bg) level of 780 mg/dl and high ketones. Reportedly, the customer delivered a correction bolus in attempt to resolve high bg prior to going to the ER. Customer was treated with an insulin and fluid drip while in the hospital, and was released from the hospital two days later with no permanent damage. Reportedly, the cause for the event was due to not having a continuous glucose monitor (cgm) session active, therefore the customer was not receiving bg readings on the pump. Tandem technical support performed a pump system check and verified the pump functioned as intended.